Event description:
It was reported the device was under delivering. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed, the tamper seal was missing and the battery compartment had some damage. Functional testing included accuracy testing. Three accuracy tests were performed, and it was found that the device was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found, during the review of service and repair records.